Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: the device. Additional observations: brown particles on the surface of the shell. Voids observed. Crease flat observed. No further actions are required as the device was implanted.

Event description:
Physician reported seroma and capsular contracture (baker grade I) on the left side. The device was explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: serom. Visual analysis:device photograph for the device related to the reported event of seroma-late, capsular contracture was reviewed on (B)(6) 2021. Visual analysis of the photographs identified: red encapsulation.

Event description:
Physician reported seroma and capsular contracture (baker grade I) on the left side. The device was explanted and replaced with a non-allergan device.